Manufacturer narrative:
This report was the result of a historic review based on company internal corrective & preventive action (B)(4).

Event description:
Healthcare provider reported they had 'free cap'. Patient is fine, surgeon did prk at a later date.